Manufacturer narrative:
B5 has been corrected to show clarity for codes seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl, baclofen (unknown), and bupivacaine at unknown concentration/dose via an implantable pump for spinal pain. It was reported by the patient they "took a fall at home and was down on the ground for 6 days." Patient states she was in the hospital for 6 days and was now in a rehab facility. Patient stated this had been going on for the "past 3 weeks" and had been at a rehab facility since last sunday. The patient stated her sister got her communicator yesterday and she was able to resync and connect to the personal therapy manager (ptm) and saw the error codes 99 (pump is stopped) and 100 (pump motor stall). Patient also mentioned she had not heard any alarms. Patient also mentioned seeing a message on the ptm saying "possible pump damage. Pump's motor is currently stalled for 235 hours". Patient stated they called their doctor and were given o ral medication. Patient also mentioned this had been "a living nightmare".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl, baclofen (unknown), and bupivacaine at unknown concentration/dose via an implantable pump for spinal pain. It was reported by the patient they "took a fall at home and was down on the ground for 6 days." Patient states she was in the hospital for 6 days and was now in a rehab facility. Patient stated this had been going on for the "past 3 weeks" and had been at a rehab facility since last sunday. The patient stated her sister got her communicator yesterday and she was able to resync and connect to the personal therapy manager (ptm) and saw the error codes 99 and 100. Patient also mentioned she had not heard any alarms. Patient also mentioned seeing a message on the ptm saying "possible pump damage. Pump's motor is currently stalled for 235 hours". Patient stated they called their doctor and were given oral medication. Patient also mention ed this had been "a living nightmare".